Event description:
It was reported during knee arthroplasty that the surgeon attempted to seat an articular surface in the tibial tray; however, the articular surface screw was unable to be screwed in. A second articular surface implant was opened; however, the same issue occurred. Finally, a third articular surface was opened and yet the same issue occurred again. The surgeon decided to use the third articular surface, however, it was unable to be fixed. No adverse events have occurred since the procedure and there is no plan to revise at this time. Attempts have been made; however, no additional information was reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported during knee arthroplasty that the surgeon attempted to seat an articular surface in the tibial tray; however, the articular surface screw was unable to be screwed in. A second articular surface implant was opened; however, the same issue occurred. Finally, a third articular surface was opened and yet the same issue occurred again. It is unknown how the procedure was completed; however, no adverse events have been reported to date. Attempts have been made; however, no additional information was reported.

Manufacturer narrative:
(B)(4). G2 - report source - foreign: event occurred in france. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product was evaluated through manufacturing review; however, the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. The surgery was completed without the articular surface screw, which is considered off-label use. The surgical technique states that a secondary locking screw is required for the 17mm and thicker bearing components when used with lps-flex components. Further details on proper assembly are provided within the technique. The technique further states to not use the product for other-than-labeled indications (off-label use). However, a definitive root cause could not be determined for the articular surface not seating with the tibial plate. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.